Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. No further information was available; if further information is provided a follow up report shall be made. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 05-apr-2019 with the following findings: on investigation, the daily insulin delivery totals correctly reflected the user's programmed basal rates. There was no activity outside normal use observed in the black box data or the download history. The pump passed delivery accuracy testing was and found to be delivering within required specifications. Investigation did not duplicate the complaint. .